Manufacturer narrative:
H2. Fragments returned, post service evaluation of handpiece. H6: the quality investigation is complete.

Event description:
No new information.

Event description:
The manufacturer service technician reported a broken bit, stuck in the device, while it was being serviced at the manufacturer. There were no adverse consequences related to this event.

Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: a follow up report will be filed once the quality investigation is complete.